Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed with no issues noted. The device was found to be conforming. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leakage was found at the patient line of a homechoice cassette. This was observed during "cleaning step" (set up) of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.